Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 18 mm, diameter 3.0 mm was used to treat a lesion in a pt. It is reported that the pt started to experience inflammation of his hands, lips and legs and welts all over from about 36 days post implant of the endeavor sprint rx. The pt took antihistamines. Azor was prescribed to the pt. The pt attended an allergist about 26 days after the initial inflammation. It is reported that the pt is not allergic to nickle or any of the medication he has been taking. Concerns had been raised as to whether the pt may be allergic to endeavor stent, the drug or the polymer. The pt has started on prednisone and benadryl and has had no problems since. The stent delivery system was not returned to medtronic for evaluation.

Manufacturer narrative:
Reaction.